Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Manufacturer narrative:
Visual analysis of the returned device identified: crease flat, wear abrasion and total delamination on the valve. Leak test and microscopic analysis was performed which identified: total delamination on the valve. Based on the device analysis, the final assessment is total delamination on the valve (adhesive failure).

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional/changed and/or corrected data : b.5, d.7, d.10, h.3, h.6.